Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a enfit lopez valve, non-sterile which was reported that the replacement that was sent to the customer was leaking this is the second complaint the customer had on this issue. There was no reported patient involvement with no harm.